Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after a peripheral interventional procedure with a 6f sheath. Reportedly, the device was successfully flushed with saline prior to the procedure; however, when inserted into the patient, there was no blood flow exiting the marker lumen. The device was removed from the patient and at this point, was unable to be flushed using saline. It was also reported that the white link appeared loose; however, it was confirmed that this occurred while inspecting/manipulating the device after the procedure. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.